Manufacturer narrative:
The reported events for inadequate capture and ¿high right ventricle lead threshold¿ were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds were observed on the right ventricular lead causing battery drain. The lead was explanted and replaced. The patient was stable.